Event description:
It was reported that there was no stimulation sensation. It was reviewed to reprogram stimulation to address stimulation needs. This occurred in (B)(6) 2015. The manufacturer representative (rep) had programmed the patient up to 10.5 volts and the patient was not feeling any stimulation. There were no falls or traumas or any medical procedures don¿t recently. Electrode impedances were tested at amplitude of 4 volts sand pulse width of 450 microseconds. Impedances were taken and electrodes 4, 12, and 13 had impedance readings of ¿???¿. The following electrodes had low out of range impedances: 34 had impedance of 95 ohms, 35 had 91 ohms, and 45 had 93 ohms. All other impedances were within normal range. The rep was unable to perform therapy impedance. The patient was programmed with the following: program 1 had 1+2-3+4-7+; program 2 had 0+1-2-3-4+5-6-. It was reviewed reprogramming using 0/1 and 0/3 electrodes. After reprogramming the patient was feeling the appropriate stimulation coverage with the following: program 1 had 1+2-3+4-7+ with therapy impedance of 734 ohms and 244 microamps; program 2 had 0+1-2-3-4+5-6- with therapy impedance of 888 ohms and 157 microamps. The implantable neurostimulator (ins) battery voltage was 2.64 volts. The cause of the impedance issue was not determined and the cause of the stimulation issue was not determined. The impedance check and reprogramming was done to resolve the event. The patient was receiving effective therapy and was pleased with the significant progress made.

Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# v007997, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v007997, implanted: (B)(6) 2009, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).